Manufacturer narrative:
(B)(4). Correction: this report is filed for hospitalization and not intervention.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 18 mm xience sierra stent. On (B)(6) 2018, the patient re-admitted with duodenal ulcer with hemorrhage, requiring intervention. No additional information was provided.